Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the information provided, the root cause of this complaint cannot be determined. The device was not returned for evaluation.

Event description:
It was reported from (B)(6) the coil detached prematurely within the microcatheter and partially in the aneurysm. A solitaire stent was used to retrieve the coil successfully. No patient harm or injury reported.